Event description:
It was reported that, the 9900 system will intermittently not completely boot up. No pt injury was reported.

Manufacturer narrative:
A ge service representative pereformed an on site investigation. Several cables were adjusted and tightened. The rtos computer was replaced and software re-installed during the service call. The system was tested and found to be working as intended and put back into service.